Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump was submerged in water. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support at 1-877-801-6901.